Event description:
During an atrial fibrillation and atrial flutter procedure, a pericardial effusion occurred, requiring a pericardiocentesis. At the end of the procedure after all catheters and sheaths were being removed from the patient, a hemodynamic drop occurred post catheter removal from the left atrium. The physician used an ice catheter, and an effusion was noted. A transthoracic echocardiogram was performed, and the transthoracic echocardiogram also showed a pericardial effusion. The fluid was drained with a pericardial drain. The physician did not know what caused the effusion and is unsure where the perforation occurred in the heart. The patient was stable and then discharged home after observation.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.